Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited infection with sepsis and was part of a system revision. There were no additional adverse patient effects reported. The ICD explanted.